Event description:
Pump #2 was reported as "does not pump - does not alarm but fluid level in intravenous catheter never changes." No add'l clinical info was able to be obtained. No pt injury was reported.